Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late.

Event description:
Explanting surgeon has reported a left side capsular contracture, seroma-late and concern for alcl. The patient was tested for alcl and the result were negative. The device has been removed and replaced.